Manufacturer narrative:
G5:510(k)#: k102985; b4:13aug2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the cpu pcba to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service. The customer's alleged malfunction was confirmed and it was determined that the root cause was a faulty cpu pcba. When the part is returned the case will be re-opened and an investigation will be conducted at the component level.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a central processing unit printed circuit board assembly (cpu pcba) adc failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.